Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review was not performed since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a flange on the tracheostomy tube had split while handling the personal cares of the patient. This incident led to an unplanned tracheostomy change, in order to ensure a continued and secured airway for the child. Device was removed and replaced with an emergency replacement. There was patient involvement and no patient harm/adverse event reported.